Event description:
Same case as MDR ID# 2134265-2012-00403. It was reported that during a peripheral treatment procedure, a balloon rupture and catheter entrapment occurred. The procedure was indicated for treatment of central vein stenosis. During inflation of a 10.0 x 40, 75cm mustang balloon catheter at 30 atms a balloon ruptured occurred and a zipwire guide wire was fused to the balloon. No patient complications were reported and the patient's status is fine. Additional information has been requested and is not available.

Event description:
Same case as MDR ID# 2134265-2012-00403. It was reported that during a peripheral treatment procedure, a balloon rupture and catheter entrapment occurred. The procedure was indicated for treatment of central vein stenosis. During inflation of a 10.0 x 40, 75cm mustang balloon catheter at 30 atms a balloon ruptured occurred and a zipwire guide wire was fused to the balloon. No patient complications were reported and the patient's status is fine. Additional information has been requested and is not available.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: initial examination of the returned device noted that the balloon material was torn longitudinally along its entire length. It was noted that the mustang device was returned with a 0.035 inch hydrophilic coated guidewire. It was possible to remove the guidewire from the device however some resistance was noted due to the coating on the guidewire being dried out. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).